Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an implantable neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient needed a implantable battery because theirs seem to have quit as they were having a return of targeted symptoms. Patient mentioned the therapy worked wonderfully up until it quit. Patient didn't have aaa batteries to use the patient programmer and confirm ins status. Patient was advised to follow up with the healthcare professional to verify ins status and return of symptoms. No further complications were reported.